Manufacturer narrative:
The device was returned for investigation. The device was decontaminated then visually inspected. The device lot history record review indicated no other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an undisclosed procedure, a 14f manta was deployed for closure. The physician was not able to introduce the bypass tube through the hemostatic valve of the manta sheath, the bypass tube kept popping out. The sheath was then removed and a second 14f manta was opened and deployed without complication.

Manufacturer narrative:
Device has not returned for evaluation, however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: physician could not advance bypass tube into sheath- device kept popping back out. Completed with a different device.